Manufacturer narrative:
Investigation summary bd had not received samples or photos for evaluation. Therefore, 100 retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no additive abnormalities were found. Further clinical testing could not be conducted as certain assays, in this case testosterone, are excluded from bd clinical laboratory protocols. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is not confirmed for erroneous results-testosterone. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes, the results obtained in the testosterone analysis were inconsistent with a repeat test that is performed in later days. No patient impact reported reported.

Manufacturer narrative:
A2: age or date of birth: date of birth was not available so 01/01 has been used. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes, the results obtained in the testosterone analysis were inconsistent with a repeat test that is performed in later days. No patient impact reported.